Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: 3389s-40, lot# va0uu6j, product type: lead. Product ID: 3389s-40, product type: lead. Product ID: 3389s-40, lot# va17ew3, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that when testing impedances at 3 v all contacts were normal except contact 2. It was stated that contact 2 was originally 36,000, and was stimulated 2-5 v and retested which showed greater than 40,000 ohms. The lead was replaced with another lead which, again, showed all contacts normal except contact 2 which showed greater than 40,000 ohms. With the new lead contact 2 was again stimulated at 2-5 v with no change in impedances. The lead was then retracted 1 mm in the brain tissue and rechecked with no change. It was then retracted another 1 mm and rechecked with contact 2 showing as normal. The hcp then re-advanced the lead 2 mm which showed a high impedance reading. The second lead was left in place. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.